Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The overhang of the tabletop was reduced, allowing for full clearance of the flush pushbutton.

Event description:
The hospital reported the flush button was stuck open. There was no report of patient involvement.